Event description:
Please note: this report pertains to the first or three devices that were used during the same procedure. Refer to manufacturer reports # 3005099803-2008-04219 and 3005099803-2008-04220 for a description of the second and third device. In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure (patient weight unknown). According to the complainant, during preparation when the anchoring balloon was tested, it was found to have a pin hole leak. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.